Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the femoral component at the bone to cement and cement to implant interface. Cement manufacturer is unknown. Femur came off within removal of poly. Mbt tray with stem are well fixed. Doi: unknown. Dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.